Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed superior vena cava (svc) stenosis, leading to left arm swelling. It was further reported that both the right atrial (ra) lead and right ventricular (rv) lead contributed to the svc stenosis. Both the ra lead and rv lead were explanted and replaced with a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.